Event description:
The patient reported that she went to replace her battery and when she opened the battery compartment, she saw battery acid in the battery compartment. She also sees rust in the battery compartment. She said, the pump was last exposed to water a week before calling animas. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 11/16/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: no activity outside of normal patient use was observed in the black box or download history. No power issues were observed in the black box. The battery compartment was observed to be cracked and corrosion was observed inside the battery compartment. The pump powered to the verify screen; after confirming the verify screen the pump emitted a replace battery alarm. The pump electrical current draws were tested and found to be within specifications. The pump was opened for further investigation and there was no evidence of moisture damage inside the pump. The pump was unable to be exercised due to recurring alarms; rebooting was not duplicated during testing.